Event description:
It was reported that several episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) were observed via a remote transmission. Programming changes were made. There were no adverse health consequences to the patient.